Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. 632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1999; (B)(6) 2005), miscarriage, dizziness, dehydration, body mass index normal and asthma. Concurrent conditions included hypertension since (B)(6) 2005. Concomitant products included hydrochlorothiazide;triamterene (dyazide), hydrocodone, lisinopril and naloxone. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines\ migraines\headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems:anxiety/ mental anguish"), depression ("psychological or psychiatric problems:depression") and abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient experienced headache ("headache"), 1 year 9 months after insertion and 1 day after removal of essure. On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced post procedural complication ("post removal complications"). The patient was treated with lorazepam, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia and migraine had resolved, the pregnancy with contraceptive device, vaginal haemorrhage, fatigue, nausea, anxiety, depression, headache and post procedural complication outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, depression, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she was pregnant on (B)(6) 2018 and hysterectomy was done (B)(6) 2011 discrepancy noted ¿ reported date of essure removal (B)(6) 2007 plaintiff received treatment for bleeding, other injuries/symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. The fallopian tubes are occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. Reporter information added. Events: post removal complications added. Event outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. 632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1999; (B)(6) 2005), miscarriage, dizziness, dehydration, body mass index normal and asthma. Concurrent conditions included hypertension since (B)(6) 2005. Concomitant products included hydrochlorothiazide;triamterene (dyazide), hydrocodone, lisinopril and naloxone. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines\ migraines\headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems:anxiety/ mental anguish"), depression ("psychological or psychiatric problems:depression") and abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient experienced headache ("headache"), 1 year 9 months after insertion and 1 day after removal of essure. On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced post procedural complication ("post removal complications"). The patient was treated with lorazepam, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy - uterus + cervix). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine had resolved, the pregnancy with contraceptive device, fatigue, nausea, anxiety, depression, headache and post procedural complication outcome was unknown and the abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, depression, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she was pregnant on (B)(6) 2018 and hysterectomy was done (B)(6) 2011 discrepancy noted ¿ reported date of essure removal (B)(6) 2007 plaintiff received treatment for bleeding, other injuries/symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. The fallopian tubes are occluded. Imaging procedure - on (B)(6) 2009: result - unavailable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event vaginal bleeding was updated to recovered. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy') in a 28-year-old female patient who had essure (batch no. 632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 1999; (B)(6) 2005), miscarriage, dizziness and dehydration. Concurrent conditions included hypertension since (B)(6) 2005. Concomitant products included hydrochlorothiazide;triamterene (dyazide), hydrocodone, lisinopril and naloxone. In (B)(6) 2005, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), anxiety ("psychological or psychiatric problems:anxiety/ mental anguish") and depression ("psychological or psychiatric problems:depression"). On (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headache"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, fatigue, migraine, nausea, anxiety, depression, abdominal pain and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, depression, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she was pregnant on (B)(6) 2018 and hysterectomy was done (B)(6) 2011 discrepancy noted ¿ reported date of essure removal (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. The fallopian tubes are occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy') in a 28-year-old female patient who had essure (batch no. 632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1999; (B)(6) 2005), miscarriage, dizziness, dehydration, body mass index normal and asthma. Concurrent conditions included hypertension since (B)(6) 2005. Concomitant products included hydrochlorothiazide;triamterene (dyazide), hydrocodone, lisinopril and naloxone. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines\ migraines\headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems:anxiety/ mental anguish"), depression ("psychological or psychiatric problems:depression") and abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient experienced headache ("headache"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). The patient was treated with lorazepam, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and abdominal pain was resolving and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, fatigue, migraine, nausea, anxiety, depression and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, depression, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she was pregnant on (B)(6) 2018 and hysterectomy was done (B)(6) 2011 discrepancy noted ¿ reported date of essure removal (B)(6) 2007 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. The fallopian tubes are occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received: event outcome of pain was updated from unknown to recovering /resolving. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pregnancy with contraceptive device ('pregnancy') in a (B)(6) year-old female patient who had essure (batch no. 632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 1999; (B)(6) 2005), miscarriage, dizziness and dehydration. Concurrent conditions included hypertension since (B)(6) 2005. Concomitant products included hydrochlorothiazide;triamterene (dyazide), hydrocodone, lisinopril and naloxone. In (B)(6) 2005, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), anxiety ("psychological or psychiatric problems:anxiety/ mental anguish") and depression ("psychological or psychiatric problems:depression"). On (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headache"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, fatigue, migraine, nausea, anxiety, depression, abdominal pain and headache outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, anxiety, depression, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she was pregnant on (B)(6) 2018 and hysterectomy was done (B)(6) 2011 discrepancy noted ¿ reported date of essure removal (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. The fallopian tubes are occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and medical record received. Medically confirmed case. Medical history added. Updated suspect drug indication. Event complications deleted and new events pelvic pain, vaginal bleeding, menorrhagia, fatigue, migraines, nausea, anxiety/ mental anguish, depression, abdominal pain, headaches, pregnancy and device ineffective added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.